Manufacturer narrative:
A disposable full standing support sling made in october 2016, designed for use as a rehabilitation aid to assist a person to be raised from a seated position to a standing position, was reported to have the leg support hook and loop velcro not stay closed during use. The sling was not returned to evaluate and remains at the facility. Photos were evaluated and facility personnel interviews conducted. The sling consist of two leg supports. Each leg support has a two part 4 in. Wide velcro hook and loop system that should be wrapped fully around the thigh of each leg. If the 4 in. Velcro is not pressed together completely and the leg circumference of the patient doesn't allow enough overlap of the velcro hook and loop, the leg support could come open. If the velcro were to not stick and come open, at most, slouching would result, since the individual is still supported by the main body belt around the torso. The sling is not intended for lifting. The individual will not fall out of the sling. No risk of falling or being dropped from the sling exists when the size and application of the sling is correct for the intended patient. The safe working load: 625 lbs. There has not been a supplier change for the velcro and there have been no complaints related to the velcro not functioning as intended received prior to this. Feb. 20, 2018, (B)(4), handicare vp of sales visited the facility to review the complaint with (B)(6). Mr. (B)(6) was unavailable, nor was mr. (B)(4) able to see the sling. Feb. 21, 2018. Mr. (B)(6) called and spoke with (B)(4). Mr. (B)(6) shared, "the full standing support sling that was involved with the incident is in the possession of (B)(4), director of rehabilitation. Mr. (B)(6) confirmed that neither the patient (who weighed (B)(6)) nor the physical therapy employee working with the patient, suffered an injury. The patient was lowered to the floor safely, the sling reapplied and the patient returned to a seated position. Mr. (B)(6) stated, the patient was unable to support their own weight, so this was likely not the appropriate sling for them to be using. (B)(4), handicare vp of sales offered to provide additional training for the therapy department regarding the use of disposable full standing support slings and to review sling types in general and best use compatibility. Root cause: the information provided suggest, the disposable full standing support sling was not appropriate for this patient. An alternate sling should have been used such as a type for someone who is not weight bearing. Corrective action: no additional corrective action will be taken as the user instructions for the disposable full standing support sling state for application, "the sling is designed for use as a rehabilitation aid to assist a person to be raised from a seated position to a standing position. It must be used in conjunction with a knee block such as a bed against a wall or with a standing frame. The person must be assessed by a healthcare professional who should be fully trained in the application and fitting of the sling."

Event description:
A disposable full standing support sling designed for use as a rehabilitation aid to assist a person to be raised from a seated position to a standing position, had the leg support hook and loop velcro closure came undone. The patient was lowered back to their wheelchair and the sling was reapplied. No injury occurred.

Manufacturer narrative:
On (B)(6) 2018, engineering, (B)(6) shared new information on how the velcro could come undone. The maximum safe working load of the disposable full standing support sling is 625 lbs. The patient weighed (B)(6). And did not exceed the swl of the total sling. However, if the patient's leg circumference exceeded the dimensional weight load of the leg support area, when the patient is upright in a standing position the velcro could be forced open under load.